Event description:
A malfunction was reported on the pump, but no notable events occurred before the issue. There was no adverse impact to the customer's blood glucose level. Customer service provided pump reset information and aided the caller in resetting the pump. The malfunction code did not recur after the reset, and the customer was instructed to continue using the pump but to call back if any malfunction recurred.